Event description:
It was reported, the patient was suffering from a funnel chest. In connection two lactosorb pectus stabilizers and a pectus bar were implanted on (B) (6) 2008, at a hospital in (B) (6). After the operation, the patient had infection symptoms which resulted in an extended stay in the hospital of two weeks instead of the planned one week. After the patient left the hospital, he continued to have these symptoms which, resulted in four aspirations at one side. As no more aspirations were possible at one side the lactosorb pectus stabilizer at the right side was removed on (B) (6 )2009. (B) (6) 2009 the patient started to develop infection symptoms again. The lactosorb pectus stabilizer at the left side was removed on (B) (6) 2009. Pursuant to an investigation from the hospital in (B) (6), conducted after the operation on (B) (6) 2009, silicon parts were found which may have caused a reaction of the body and the acute infection. The IFU lists as some possible adverse effects : implantation of foreign materials can result in an inflammatory response or allergic reaction. Sensitivity reactions or allergic reaction to the implant material.

Manufacturer narrative:
Recall #z-1323-2009 was conducted and terminated on 9/18/2009. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. Two stabilizers were implanted and explanted on different days. Therefore 2 reports are being filed (1032347-2009-00093 & 00094).